Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a and d2b - common device name: pgk cannula, injector, uterine, endometrial biopsy; hff aspirator, endometrial. E1 - title: office administrator. H3 ¿ the device return is unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that during a saline infusion sonography (sis) with endometrial biopsy (emb), a goldstein sonobiopsy catheter experienced a device component separation/retention issue involving the adjustable acorn positioner, during the procedure. A patient underwent an sis with emb biopsy in (B)(6) 2026 in which the goldstein sonobiopsy catheter was used. According to the encounter note, the procedure was completed without complication and no difficulties with the device or procedure were documented at that time. Approximately two months after the procedure, the patient presented to the clinic reporting that they had passed a foreign body earlier that week. The foreign body was identified as the catheter's adjustable acorn positioner, along with a small triangular-shaped piece of material resembling gauze. The reporting provider indicated that gauze was not used during the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.